Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement procedure of the implantable pulse generator (ipg) pocket hematoma with soft tissue infection was observed. The patient was treated with antibiotics and the ipg was replaced. No further patient complications have been reported as a result of this event.